Manufacturer narrative:
Citation: kalogeras k et al. Comparison of the self-expanding evolut-pro transcatheter aortic valve to its predecessor evolut-r in the real world multicenter atlas registry. International journal of cardiology. 2020. Doi: 10.1016/j.ijcard.2020.02.070 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective comparison of multiple generations of transcatheter valves with respect to peri-procedural complications, early outcomes, and mid-term survival. All data were collected from multiple centers between june 2008 and september 2019. The study population included 673 patients (predominantly female, mean age 82 years), 175 of which were implanted with a medtronic evolut pro transcatheter valve (no serial numbers provided). Among all patients, 94 deaths occurred within the follow-up period. The in-hospital mortality was 1.2% for evolut pro patients. The reported 1-year survival was 91.2% for evolut pro patients. No further details were provided about the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic evolut pro patients, adverse events included: stroke, major bleeding, pacemaker implantation, cardiac tamponade, acute kidney injury, valve migration, conversion to open surgery, moderate-severe paravalvular regurgitation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.